Event description:
It was reported that the patient underwent a total hip arthroplasty and received freedom hip components on an unknown date. Subsequently, the patient's hip dislocated on an unknown date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions. " event is being reported to FDA on one medwatch as the limited information available indicates that a revision occurred. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.